Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The manufacturer¿s international service technician replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the error monitor was automatically switching and the alarm led failed error code was observed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 30apr2019. The manufacturer¿s international service technician confirmed the reported issue. The customer ordered and replaced the power management board on test and return basis. The customer did not approve the quote for the part. Part has been returned as unused. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.